Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure. According to the complainant, the heat exchange cartridge ran out of water and they had to fill it in order to finish the case. There was no leakage detected inside the console. In addition, the pump pressure was not holding at the end of the procedure. Note: the event, as reported, did not reflect an MDR-reportable scenario; however, evaluation of the returned device, which was completed in 2009, revealed an MDR-reportable malfunction of "rf out of calibration". This manufacturer report is submitted based on the evaluation results.

Manufacturer narrative:
The external portions of the console were visually inspected and no defects found. Further analysis of the hardware and software was performed. The complaint was not confirmed, the manufacturer was unable to duplicate the error. During testing, they found that the rf was not properly calibrated and adjusted it. The system passed all other tests. The root cause for this event could not be confirmed and the manufacturer was unable to duplicate the error.